Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler jammed and would not open after firing. Force had to be used to remove the device. A new device was opened to complete the case. Staples were in place and there was no tissue damage. No pt consequence.